Manufacturer narrative:
The device allegedly involved in this issue has not been received as yet for evaluation.

Event description:
It was reported that during a right modified radical mastoidectomy while using the saber drill and zyphr burs that the surgeon reported that "he felt the bur dig into the bone and skip; he proceeded cautiously but the bur "skipped" again and cut a hole in the remaining bone, which exposed the dura". It was reported that the surgeon allegedly saw some brain tissue herniate through the exposed hole in the mastoid. It was further reported that a fascial rotated flap was used to fill the deficit between the bone and the middle ear. The pt is reported to have recovered well.